Manufacturer narrative:
Evaluated 4 open/used reservoirs. Performed pre-fill reservoir test per es9041. Found no transfer guards leakage anomaly was found during analysis. Also checked reservoir snap-caps width dimensions dop114-811 and d6014595. Using a new lab infusion set and found reservoirs easy to connect/release, 2 of 4 no connectors anomalies during analysis. 1.-value: .446; 2.-value: .448. 2 remaining found reservoir's snap-caps too tight to connect/lock/release. 1.-value: .451; 2.-value: .456. Evaluated 1 open/used reservoir and transfer guard, performed pre-fill reservoir test per es9041. Found transfer guard needle loose. Unable to performed pre-fill test. Also inspected reservoir¿s snap-cap width dimension per dop114-811 and d6014595. Also using a new lab infusion set connect found reservoir's snap-cap too loose to connect/lock/release. 1.-value: .440. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir did not lock when connected to the tubing that cause it to leak. Customer's blood glucose level was 175 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.